Event description:
It was reported that the right ventricular (rv) lead impedance was beginning to rise. It was also reported that the lead impedance spiked over 3,000 ohms causing the audible alert to trigger. Upon interrogation in was noted that the red flags were high, unacceptable lead impedance and rising/unstable threshold. It was also reported that there was a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular)pacing lead was rising. The analyst noted the rv pace lead impedance was more than 3000 ohms the week before (B)(6) 2014 and the rv pace lead impedance has been consistently rising since (B)(6) 2014.